Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted the caller with resetting the pump, leading to the resolution of the issue. Customer was advised to continue using the pump and to call back if any malfunction code recurs, which the caller acknowledged and understood.